Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease fold and wear abrasion. A microscopic analysis was performed which identified a sharp broken edge with non-penetrating nicks assessed as surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken edge non-penetrating nicks due to surgical impact.

Event description:
Healthcare professional reported a left side rupture, and pain. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture, and pain. The device was explanted.